Manufacturer narrative:
Investigation evaluation: the photos provided show the label and the lot number matches the report. The other photo shows the device coiled. The video provided shows the user having difficulty inserting the stylet, and the needle not advancing when the handle was manipulated. Our laboratory evaluation of the product said to be involved determined that the needle was detached inside the handle. The device was returned with the stylet removed from the needle. The sheath had a 90 degree bend at the distal end of the handle. The stylet could not be inserted into the device. During a function test the needle was attempted to be advanced, however this could not be done due to the handle being stiff and there was a grinding feeling coming from the handle. The proximal hub on the handle was unscrewed and it was noted that the needle was detached inside the handle. The thumb tab on the distal end was removed to further examine the distal end of the inside of the handle. The needle and sheath were kinked together and the needle had detached from the inside of the handle. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause of being unable to advance the needle, was due to the needle breaking inside the handle. The needle broke due to kinking of the internal handle components and the needle component, the cause of the kinking is unknown. The instructions for use include the following information to ensure proper use of the device: "caution: during needle adjustment or extension, ensure device has been attached to accessory channel. Failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Bends and kinks in the sheath can occur if the device experiences excessive pressure. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic procedure, the physician used a cook echotip ultra endoscopic ultrasound needle. The physician opened the package and detected the sheath was bent, the physician tried to adjust the needle length to 3 centimeters but the needle could not be advanced. The physician pulled the stylet out and still could not advance the needle. A video sent by the user depicts difficulty advancing the stylet and inability to advance the needle. The photo depicts the device unadvanced. This event was not reportable at this time. The device was received for evaluation on 13-may-2020. During evaluation, it was noted that the needle was detached inside the handle. This observation was made prior to patient contact; there was no impact to the patient.